Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a subclavian tavr procedure, balloon aortic valvuloplasty (bav) was recommended, but not performed. Following the insertion of an 18fr. Certitude sheath into the subclavian artery, a 26mm sapien 3 valve was inserted. The valve could not cross the native annulus. An attempt was made to exchange the wire through the certitude delivery system while the delivery system nose cone was across the native valve. During the attempt, wire position was lost. The wire could not pass through due to a kink in the delivery system. The decision was made to pull the valve back into the sheath. During the attempt to pull the valve into the sheath, the valve slipped on the balloon. The attempt to withdraw the valve into the sheath was stopped. The valve remained on the balloon and was not dislodged from the balloon. The valve, delivery system and sheath were removed together. During the removal of the system, the subclavian artery was ¿damaged¿. A covered stent was placed to repair the injury. The tavr procedure was cancelled without valve deployment. The patient was transferred in stable condition. The patient will be brought back for a transaortic tavr procedure. Bav is planned prior to valve deployment. Information regarding the native annular diameter was not provided. Moderate annular calcification, moderate native leaflet calcification and mild aortic root calcification was reported. It was perceived that the difficulty crossing the native valve was due to bav not being performed prior to valve advancement.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Most patients undergoing the tavr procedure are elderly with multiple co-morbidities. Incidence of vascular complications ranges from 2% to 26% and is related to vessel size, tortuosity and degree of occlusive disease in the access artery. The minimum required vessel diameter to safely accommodate an 18fr certitude sheath is 5.5 mm. Information regarding the access vessel minimum luminal diameter was not provided. The certitude delivery system, sapien 3 valve and certitude sheath were returned to edwards for evaluation. Visual inspection of the certitude sheath revealed kinked/bunching of the introducer shaft approximately 4 inches from the tip. Minor damage and a minor indentation of the sheath tip were also observed. No relevant functional testing or dimensional analysis of the sheath was able to be performed due to the condition of the returned device. Lot history reviewed revealed no other complaints for ¿sheath shaft ¿ kinked, bent¿. Complaint history review from (B)(6) 2017 to (B)(6) 2018 for the edwards certitude introducer sheath (all models) revealed one other complaint. The complaint was confirmed, but no manufacturing non-conformances were identified. Review of complaint history revealed that the occurrence rate did not exceed the (B)(6) 2018 control limits for the trend category ¿kinked, bent¿. Device history records (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing related issues that could have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. During the manufacturing process, the certitude sheath undergoes multiple 100% inspections prior to sterilization. After sterilization, product verification (pv) testing is performed on a sampling plan, including visual inspections and kink resistance testing. The inspections and pv testing performed during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. In this case, the complaint for ¿sheath shaft ¿ kinked, bent¿ was confirmed based on visual inspection of the device. As reported, difficulty was encountered during crossing of the native annulus and the while attempting to exchange the wire, ¿wire position was lost and the wire could not pass through due to a kink in the delivery system.¿ it is possible that excessive device manipulation in order to overcome the difficulties crossing the native annulus led to a kink in the sheath. Furthermore, ¿during the attempt to pull the valve into the sheath, the valve slipped on the balloon¿. It is possible that excessive force was used as an attempt to withdraw the valve and delivery system into the sheath and the thv got caught on the sheath tip which may have led to kinking and bunching of the sheath and contributing to the subclavian artery ¿damage¿ and the subsequent placement of a vascular stent to repair the damage. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.